Event description:
It was reported that the patient came to the hospital complaining of device shocks. Upon interrogation, there were several episodes of failed shocks for true ventricular tachycardia (vt). The patient was admitted to the hospital and the next day received a ventricular tachycardia ablation. Programming change was made prior to the ablation. During the induction of ventricular tachycardia , two separate ventricular tachycardia episodes were successfully terminated with the new programming. The patient then underwent the full ventricular tachycardia ablation. The patient was stable prior to, during, and after the procedure.